Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 3.50x8mm promus premier¿ drug-eluting stent was advanced but failed to cross the lesion. However, the physician noted that the stent strut was damaged. No patient complications were reported.